Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a broken lcd screen. The customer's blood glucose was 167 mg/dl at the time of incident. The customer stated that the door got shut on the insulin pump. The customer stated that they could only see a partial of the screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.